Event description:
Tech alleged the head section of the bed will not raise over 20 degrees. No pt impact.

Manufacturer narrative:
The tech found the cause to be a bent head piston. The tech replaced the bent head piston to resolve the issue.